Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an embolization treatment procedure, removal difficulty occurred. The target lesion was located in the splenic artery. Two non-bsc coils had been placed with the use of this imager ii angiographic catheter with side holes. While attempting to place a third coil, the coil came with the catheter when the physician pulled back on the catheter. At this time it was noted that the catheter had side holes and the coil had caught in the side hole of the catheter. The physician then cut off the hub of the imager ii catheter and attempted to advance another manufacturers' 6f sheath over the imager ii catheter and non-bsc guide wire. This was unsuccessful as the sheath could not advance past the patients' groin. A 5f introducer sheath was then reintroduced. The imager ii catheter and coil were pulled back to the 5f introducer sheath when the coil became hung up at the sheath. The 5f sheath was then removed with the imager ii catheter and coil together. The procedure was completed with another manufacturers' 5f catheter and 6 additional non-bsc 8mm coils. No patient complications were reported and the patients' status is fine.